Manufacturer narrative:
Event date - the event date is approximated based on the report that the patient had a positive ramp study in (B)(6) 2015. Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 1 year and 7.5 months. (B)(4). A correlation between the device and the reported event could not be conclusively determined. Device thrombosis, hemolysis, stroke, and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2015 with an immediate cause of death of respiratory arrest as a consequence of multi-system organ failure and metabolic failure, and a contributing cause of renal failure. The patient had also experienced thrombosis and intracerebral hemorrhage. The following patient history was provided. In (B)(6) 2015 the patient's lactate dehydrogenase (ldh) level was 542 u/l. A ramp study was reported to be positive; specific results were not provided. The patient's inr goal was increased to the 2.5 -3.0 range. On (B)(6) 2015 the patient's ldh was 854 u/l. The patient reportedly presented to the hospital on (B)(6) 2015 for a repeat ramp study, however, the study was not completed because the patient's inr test results were not completed in time. The results arrived later in the evening and showed that the patient's inr was at 17.6. The ldh at the time was 939 u/l. The patient was instructed to go to the local emergency room for transfer to the implanting hospital. It was reported that the patient did not have any symptoms at the time such as dark urine. The patient was admitted to the hospital on (B)(6) 2015 with an inr of 17.4 and was given vitamin k intravenously upon admission. The patient had been having symptoms of lethargy and loss of appetite due to pneumonia and it was reported that the increase in the inr value was likely due to a loss of appetite and treatment of the pneumonia with levaquin, along with adjustments made to his coumadin dosage. Additionally, the patient developed a right frontal-temporal intracerebral hemorrhage. Anticoagulation medications were held for an unspecified period of time. Ultimately the patient was restarted on heparin and then coumadin was reintroduced. On (B)(6) 2015 the patient reportedly experienced expressive aphasia, right-side neglect and left-side gaze preference, but had normal strength. The patient's inr at the time was 2.4. A CT scan revealed a new left-temporal intracerebral hemorrhage with fluid levels. The patient received desmopressin, platelets, protamine, vitamin k, and prothrombin complex concentrates. CT angiography was negative for an aneurysm. It was reported that prior to (B)(6) 2014 the patient's ldh was around 700 u/l. From (B)(6) 2015 the ldh rose from 1233 u/l to 2602 u/l. The cardiology attending note from (B)(6) 2015 documented that the continuing climb in ldh with elevated creatinine and cardiac enzyme levels suggests the pump is showering emboli. The patient has a worsening mental status in the setting of likely embolic events from the device as well as possibly a low flow state due to device malfunction.